Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during surgery a cage was found broken. Product came in contact with the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
The spacer was returned in 5 pieces and those pieces are heavily damaged. The nose of the spacer show witness marks where the spacer may have contacted a hard object. The fracture appears to be a brittle fractured cause by compression overload. If information is provided in the future, a supplemental report will be issued.